Event description:
It was reported to philips that the device was not starting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and reloaded the host pc¿s system backup and the device returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the log files confirmed the software errors showing "lab stopped responding loop". The fse reloaded the flexvision pc and spot pc software but the issue persisted. Further, the fse reloaded the host pc software and performed system backup. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.